Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 600 mg/dl. The customer's most current level was 164 mg/dl. The customer states that manual injections or infusion set change was not working, leading the customer to end up at the hospital. Troubleshoot was conducted. The customer states they had a bent cannula on their infusion set. The customer was sent out emergency supplies. The customer was advised to call back if issues persist.